Event description:
The reporter stated that she had done a blood glucose test and gotten a 0. A post-discharge hosp nurse was visiting, did back to back tests on the pt's meter with a result of 0, minutes apart, and the hcp meter (accucheck) gave a result of 41mg/dl. Pt felt shakey (her symptoms when low), but she said she "didn't feel bad" and ate. A follow-up call was taken by the reporter and her son. She has never observed the test spot after blood applied, and described one of the unused strips as "a pink pad and pink" on the test spot. The pt's son described the test spot as "white". Using new control solution, he did a control test. First result was 0 and second 149 (96-143). He then tested her blood using the new strips and got 88. (It is not known if the meter code has been ajusted to the new strip.) On each of three tests, the test spot was blue after application of control and blood. On a later followup, the lifescan rep spoke with the visiting nurse, who confirmed the above, and also said that she had cleaned the meter. She stated she had tested the pt's meter after the result of 41, obtaining 0, and had not observed the test spot. Reporter had been discharged from hosp (non-diabetes related) on 07/22/1999. Md had been changing other medications since her hosp discharge.